Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge board, the cine hard drive, and a cable. The system operates as intended.

Event description:
The customer reported poor image quality and the system displayed a cine disk error. No patient injury was reported.